Manufacturer narrative:
Follow-up #1: date of submission 04/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap was used for the investigation. The battery compartment was found to be cracked from the top. The battery compartment was also found to be leaking during a leak test and there was evidence of moisture corrosion found inside battery compartment and on the display board near keypad connector.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition moisture ingress issue. The battery compartment reportedly was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.